Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y - leakage. On (B)(6) 2025, during labor, a pregnant woman underwent venipuncture to establish intravenous access. During the procedure, a cannula was inserted and air was removed, but then a leak was discovered in the cannula, causing a waste of medication and affecting normal treatment. The cannula was immediately replaced and the venipuncture was repeated without further adverse effects.

Manufacturer narrative:
1. No defective sample and photo have been received for the complaint, and based on the limited information, it is difficult to determine the specific leakage site of the indwelling needle. 2. DHR/bhr review (lot#4295008): 1) the products of this batch were assembled at intima ii auto line 4 in nov 2024 and packaged at cfs package line in nov 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found at the catheter. Conclusion(s): no abnormality is found on process and retained sample. Since the defective sample is not returned, in-depth analysis for this complaint is not available, so the root cause of leakage cannot be determined.

Event description:
No additional information is available.